Event description:
It was reported that during device change out, after the chronic lead was connected to the new device, noise was observed on the rv egm after dft testing and successful termination of vf. Noise oversensing caused the device to charge again. The noise was not reproducible with manipulation. The new device was replaced and the lead explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of noise was verified via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomalies were found. The noise could not be reproduced.